Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the lever was lowered to park the foot, and when the device was being withdrawn resistance was felt. The physician observed that tissue was connected to the anterior foot of the device and that the foot was only partially closed. Manual compression was held on the right groin to control the bleeding. Access was gained on the left groin, a right femoral angiogram revealed a dissection/flap at the right common femoral artery, where the device was inserted. Two non-abbott self expanding stents were used across the flap and the bleeding stopped. Manual compression was applied on the left groin to achieve hemostasis. There were no adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the foot was properly parked inside the guide bridge. There was no tissue found attached to the anterior foot. During the investigation of the device, the lever was activated several times and the foot deployed and parked without a problem. There was no abnormal observation found on the returned device that could have contributed to the reported issue. There was no sign of foot surfing. Based on the investigation findings, the device was deployed successfully and performed according to specifications; therefore the root cause is undetermined. A review of the device history record did not produce any findings relevant to this report.